Event description:
Caller reported the self-adhesive patch did not always stick for 3 months. Customer alleges the self-adhesive came off and the needle slips out of the skin resulting in leaking. Customer stated his blood glucose level went up to 20 mmol/l; was able to get it under control by himself. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.